Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, displayed values disappeared off the screen. Ventilation did not stop, however, the ventilator was replaced. There is no reported patient harm associated with ths event.